Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as on her back. The patient reported the irritation was red and itching and watery. There was no alleged device malfunction contributing to the irritation. The patient's nursing staff provided bepanthen crème and the irritation improved with the use of the bepanthen crème and hydrocortisone. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as on her back. The patient reported the irritation was red and itching and watery. There was no alleged device malfunction contributing to the irritation. The patient's nursing staff provided bepanthen crème and the irritation improved with the use of the bepanthen crème and hydrocortisone.